Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned for analysis and no lot# we are unable to determine the cause for this specific event however; if the sample is returned at a later date a sample analysis will be performed and a summary of the investigation will be provided in a supplement report. Information has been added to the database for trending purposes . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that alleged that during use on a patient, the cuff tore and a leak occurred. The information provided indicates that reintubation was required. There was no additional harm to the patient reported.